Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and verified the malfunction. The inspiratory printed circuit board (pcb) and inspiratory solenoid were replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.